Event description:
The hosp reported that after two hours the oxygenator exhibited plasma breakthrough. The unit was changed out and the procedure continued. The pt subsequently expired. However, the hosp has not indicated that this incident caused or contributed to the pt's death.